Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was obtained, analyzed, and full electrical reset occurred. One power on reset for critical random access memory parity error occurred on (B)(6) 2013. One patient alert for device circuit error occurred on (B)(6) 2013. Concomitant product: 6924 implantable tachy lead (B)(6) 1997. (B)(4).